Event description:
The ICD involved in this MDR report was implanted on (B)(6), 2009 with a sorin isoline 2ct6 ventricular defibrillation lead. On (B)(6), 2010, the pt was admitted to the hospital because he received several inappropriate therapies (shocks). A system revision was performed on (B)(6), 2010 and an additional ventricular pacing/sensing lead (medtronic capsure fix novus) was implanted.

Manufacturer narrative:
On (B)(4) 2010: this event concerns a device that was mfg and used outside the united states. Analysis is pending.